Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) and treated with antibiotics (type, date and duration not reported) due to swelling at implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 27, 2023.